Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "probe was not cutting" (failure to cut). The customer reported the probe would not operate. Additional information was received reporting the probe was not cutting. The probe was replaced and the surgery was completed. There was no patient harm reported.

Event description:
Per the clinic, the patient was explanted due to a decrease in performance. The results of an integrity test (B) (6), 2009 indicated normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device on (B) (6), 2009.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Numerous attempts to retrieve the device have been unsuccessful therefore device analysis will not be possible.(B) (4).